Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an m4 motor error alarm and the console, motor, and flow probe were exchanged.

Manufacturer narrative:
Sections d10, h3, h4: additional information. Manufacturer's investigation conclusion: the reported event of an m4: motor alarm was not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested on 30jun2020, and m4: motor alarms were unable to be reproduced throughout all testing ¿ the motor performed as intended. Log files were extracted from the returned centrimag console (serial number (B)(6)); however, they did not contain data from the reported event date, as the date¿s information had been overwritten with new events. Preventive maintenance was performed on the motor, and the motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor (serial # (B)(6)) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag motor instructions for use (IFU) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, including m4 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.